Manufacturer narrative:
The date provided in section with the initial report was incorrect. The correct date is (B)(4) 2019.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm keypad anomaly and unable to perform any tests due to blank display. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the b, esc and act button were not working on insulin pump. The customer¿s blood glucose level was 229 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.